Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set leaked while connected to unspecified onelink set. This event occurred during patients use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was reported that a clearlink continu-flo solution set was dislodged at the port from a non-baxter set. It was further reported that the tubing could not secure tightly and would spring back with minimal contact. The tubing was changed with no further issues reported. Heparin was being administered and restarted at an unspecified original rate. Address: (B)(6). The lot was manufactured between june 12, 2018 and june 13, 2018. Replace 213 with 3221 and 67 with 4315 as photograph was not clear, therefore no clear investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that an unspecified access set disconnected from an unspecified one-link set. (Previously reported as leaked while connected to an unspecified one-link set). (B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed using the naked eye, no defect was able to be observed that could be associated to the report of disconnection. Due to the nature of the sample, further testing could not be performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.